Manufacturer narrative:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and was diagnosed with paradoxical adipose hyperplasia on the treated area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2021 and (B)(6) 2022 to lower abdomen using the coolcurve applicator and developed paradoxical hyperplasia (pah/ph).